Manufacturer narrative:
The device was manufactured between june 7, 2016 and june 8, 2016. The device was received for evaluation. During visual inspection, a black spot, approximately 0.10 square mm in size, located on the outer surface of the tubing was observed. The black spot was not in the fluid path. Microscopic examination suggested the black spot was morphologically consistent with ink. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had particulate matter. The event was further described as black particulate matter observed in the tubing. The event occurred after filling of drug. There was no patient involvement. No additional information is available.